Manufacturer narrative:
A siemens headquarters support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. The instrument data indicated that the discordant sodium results were related to sample integrity or sample handling issues. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low sodium results were obtained on two patient sample on dimension exl with lm instrument. The discordant result for one patient (B)(6) was reported to the physician(s). The sample was repeated on the same instrument and resulted higher. The corrected result was reported to the physician(s). The discordant result for the other patient was not reported to the physician(s). It is unknown if the sample was repeated. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.